Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing that resulted in pacing inhibition. No intervention was reported. There were no patient consequences.